Event description:
A peritoneal dialysis patient has reported that they received a patient line blocked message during treatment. Patient checked the clamps, connection, and for kinks and stated that everything looks fine. Upon follow up with patient, he stated that he re-set up with new supplies and was able to complete treatment the next morning. Patient stated he was admitted to the hospital on (B)(6) 2014 for stomach pains and was diagnosed with peritonitis. The nurse confirmed that the patient was admitted to the emergency room on (B)(6) 2014 and had pain, cloudy fluid and his rbc was elevated. He was treated with antibiotics and the patient's cultures were negative. The nurse stated the patient is now fine. Sample has not been returned to the manufacturer.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations. Related MDR: 2937457-2014-01047.